Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime fill anomaly. Customer stated they were unable to exit the load reservoir process. Complete status with next highlighted on the screen. Customer reported insulin continues to drip during the load reservoir and fill tubing process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Prime/fill anomaly not confirmed. (B)(4).